Manufacturer narrative:
Smiths medical received one cadd® administration set for analysis in a used condition. Upon visual inspection a cavity is noted in the bonding between the tube and pump tube along with delamination. A leak was observed from the bonding between the tube and the pump tube when testing with a hydrostat vessel. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. A review of production run was conducted along with a review of operations (bonding operation, training records) with no discrepancies found. Production floor inventory was conducted, sample of (B)(4) units, to verify bonding operations were correctly performed. No discrepancies were found. Leak and pull testing was done on four samples from the inventory; leak testing with hydrostat vessel and pull testing with chatillon. No discrepancies were detected. Based on the evidence the complaint has been confirmed but the root cause is unknown.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the invesitgation site.

Event description:
It was reported that there was a "very small puncture" in the "hpt" tubing of a cadd¿administration set, causing medication to leak above the cassette. This led to missed treatment and medication loss, two additional doses were required. No injury was reported.